Manufacturer narrative:
Conduction abnormalities are a known complication after tavr. According to the literature, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. In addition, there are other disease processes and patient factors that could cause acquired heart block, including mi, cad, chf, myocarditis, and certain medications. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying conduction abnormalities. Not all cases of heart block are permanent and result in the need for a permanent pacemaker. In this case, per report, the lbbb was attributed to the patient¿s pre-procedure electrical disturbances and atrial fibrillation with a wide complex pre valve deployment. The patients severely calcified native valve and the procedure itself could have also contributed to the lbbb event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards clinical specialist (cs), during the transapical tavr procedure, the patient had new lbbb post valve implant. The patient¿s aortic valve was noted to be severely calcified; the aortic root was mildly calcified. The 26mm sapien valve was positioned in a 50/50 position, and landed in a slightly canted position (45:55 lcc and 40:60 ncc). Post deployment echocardiogram revealed 2+ pvl and trivial cai. The valve was post dilated, yielding no pvl and trace cai. Closing vital signs were 104/68, pa 39/26 and sinus rhythm with a new lbbb. The patient was stable and the temporary pacemaker was left in place. The patient was extubated and transported to the ICU in stable condition. Per report, the lbbb was attributed to the patient¿s pre-procedure electrical disturbances and atrial fibrillation with a wide complex pre valve deployment. Pod1 the patient received a permanent pacemaker (ppm).